Manufacturer narrative:
(B)(6). Battery (B)(4) - mfg. Date: 05/21/2014 - exp. Date: 05/21/2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator, patient came in to clinic today and reported that he was experiencing "toggling" of two of his batteries. The patient denied any pump off time because of the "toggling." He would report hearing a single beep sometimes and then other times a double beep, but by the time he would look down at this controller, no alarm would be on the screen and he would be draining off of the opposite battery. This has the potential to cause death or serious injury. Power switching from one battery has the potential to lead to simultaneous loss of power to both controller ports (double disconnect) resulting in pump stop which has the potential harm for serious injury or death due to hypoperfusion, thrombus, and associated sequelae including death. No consequences to patient. No additional information available.

Manufacturer narrative:
The reported event of power switching was confirmed on the returned batteries, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed multiple premature switching events. (B)(4) participated in these events. Controller (B)(4) had not received the smr upgrade prior to these events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Analysis of the devices revealed that the devices met specifications. The devices passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. (B)(4)- battery, (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.